Manufacturer narrative:
The device was received with no button response due to corroded keypad traces. The device was received with cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and cracked case near display window corners. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons are unresponsive. The customer states trying to deliver a bolus, but the buttons were being unresponsive. The customer's blood glucose at the time was 283 mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The device is being returned for analysis and replaced.